Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 7.2mmol/l. Customer stated that they were able to complete rewind and able to clear the alarm. Troubleshooting was performed, battery was changed and the alarm occurred shortly after inserting a new battery. Customer did not have an additional new battery available. Customer had experienced multiple unexpected restart alarms after battery change. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted.